Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed all functional and systems tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the marker channels did not match up to cardiac signals. It appeared that the rv (right ventricular) lead was sensing p-waves. Adjusting sensitivity was tried, no difference. When patient reconnected to a different programmer, marker channels matched up correctly to cardiac signals. It is noted the implantable device being interrogated was at eri (elective replacement indicator).the programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.